Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device is unavailable due to lack of batteries. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
There was no allegation of device malfunction - the customer needed to order new batteries.

Event description:
It was reported to philips that the device is unavailable due to lack of batteries. There was no allegation of device malfunction or a reason given why batteries needed to be ordered. There was no reported patient involvement.